Event description:
A paramedic called for help with a contour meter. He stated that a patient's glucose was tested and the reading was 29 mg/dl using the contour. The pt was given oral glucose. The patient's glucose was retested 15 minutes later and the contour read 32 mg/dl. The pt was given more glucose. The patient's glucose was tested once he/she arrived at the hospital and the reading was 153 mg/dl. A comparison test was performed using the contour meter and the reading was 31 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged as a result glucose treatments. Troubleshooting showed the contour system to be operating as designed even though the paramedic was not sure how long the control solution had been open,. A new bottle of control solution was sent for further troubleshooting. No product will be returned at this time.